Event description:
I inserted a new dexcom g7 sensor and within the warm up time it advised that it had failed. When I took the sensor off my arm the part that is supposed to go into the skin did not insert. Instead, the wire had "goose necked" through the hole at the top.